Event description:
It was reported that a patient underwent an implant removal procedure on (B)(6) 201, during which the head of one screw stripped and the other snapped off. It is unknown if the screwdriver used caused the one screw to strip and the other to break. The removal attempt was aborted. A re-attempt at removal was made on (B)(6) 2015, but the screws were still not able to be removed. There was a reported sixty (60) minute delay for the procedure. This report is for one (1) unknown screw. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Patient identifier, date of birth, and weight are unknown. This report is for one (1) unknown screw. Implant: device was originally implanted on an unknown date. Explant date: attempts to remove the screw were made on two separate dates ((B)(6) 2015, but were not successful. PMA 510(k): unknown, as specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.